Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 538 mg/dl. Reportedly, the customer had been using admelog insulin within the pump supplies. Tandem technical support informed customer that admelog insulin is off label per the user guide. Customer alleged the control iq software did not function as intended, however upon review it was found that the control iq feature was working as intended. Customer delivered a correction bolus via the pump to address bg. Bg was treated with intravenous fluids of saline and insulin. Customer was released on from the ICU on may (B)(6) 2022 with the issue resolved and no permanent damage.